Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 148 mg/dl, 284 mg/dl, 201 mg/dl, 319 mg/dl, 214 mg/dl, 225 mg/dl and 222 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.